Event description:
During left total hip replacement, upon insertion of acetabular shell it was noted that thread of inserter had broken off in threads of shell. The fit was too tight so the physician was unable to retract the small amount of threads. Impact to pt unk.